Manufacturer narrative:
The pump was received with severely missing segments/partial display anomaly due to an open zebra connector. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube, and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the pump was flashing like strobe light. Caller stated that the icons on top are flashing and the issue started about a week ago but has gotten worse in the last 2 days. Customer went to the doctor today and had a hard time getting the daily totals because it was flashing so fast. Customer's blood glucose was 200 mg/dl at the time of the incident. Caller stated that the keys are responsive and the pump is still delivering insulin. Caller reported that the pump was not dropped or bumped. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.